Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was having issues with the sensor. Customer also mentioned she was experiencing low blood glucose at 50 mg/dl and high in the 300 mg/dl range. Customer declined being transferred to perform troubleshooting on issues. The sensor is not returning for analysis.